Event description:
A customer reported an error with their cgm, identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information on performing a pump reset, and the customer was guided through the process. After the reset, the cgm error was resolved, and the customer was able to successfully start their sensor session.